Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged at the reservoir and they had high blood glucose levels. The customer¿s blood glucose level was 420 mg/dl at the time of the incident. No symptoms or treatments were administered during the call. The insulin pump plunger at the reservoir was noted to have broken off, after the customer had dropped the device. The customer denied troubleshooting for hyperglycemia. The customer was advised that they would be receiving a replacement pump. Customer was advised to return the broken pump for analysis.